Event description:
The customer reported that the insulin pump was not allowing the customer to prime. The customer attempted to prime several times, but the insulin pump would revert to the rewind screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose motor support disk.